Event description:
Pain in the location of my pacemaker and shortness of breath. Therapy starts date: (B)(6) 2022. Per our conversation I am confirming that I am reporting a CPAP machine model philips respironics. FDA safety report ID# (B)(4).